Event description:
Problem statement: the customer reported the unit won't power up.

Manufacturer narrative:
(B)(4). This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.